Event description:
On (B)(6) 2013, the pt returned for the scheduled refill complaining of increased pain. The last refill was on (B)(6) 2013 and the expected alarm date was set for (B)(6) 2013. The expected residual volume was around 5.6 ml based on the flow rate set in the last refill but 15ml was the actual returned residual volume; 20 ml of fresh mso4 were injected into the reservoir. The pump was inquired and 5 error messages were displayed. The pump was explanted on (B)(6) 2013.

Manufacturer narrative:
Code clarification: device not available for eval. The device has not yet been returned to flowonix medical. If the device is received, an investigation will be performed and a supplemental MDR report will be sent. (B)(4).